Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify failed battery alarm due to blank display. Insulin pump was received with minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 135 mg/dl. The display returned after troubleshooting. The insulin pump alarmed failed battery test. The insulin pump alarmed failed battery test again after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.